Event description:
Caller reported issue with touchscreen responsiveness, noting that the pump screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer chose to reset the pump, and following this reset, the issue was resolved as the customer was able to interact with the pump screen successfully.